Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test, restart error test, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner,cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer indicated via email message that phone call that the insulin pump alarmed no delivery and had blood glucose of 600 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.